Manufacturer narrative:
Based on previous investigations, it has been identified that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, confirmed the reported problem, and replaced the power switch overlay to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device had an alarm led failed" error message occurs. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted.